Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found, the cable failed water tightness testing. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a grinding of image. The issue occurred, during pre-use inspection of an unspecified therapeutic procedure. The procedure was competed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a grinding of image. The issue occurred during pre-use inspection of an unspecified therapeutic procedure. The procedure was competed using a similar device. There were no reports of patient harm.